Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital feeling weak, fatigued, having shortness of breath, and was pale. The patient's hemoglobin was found to be 4.3 g/dl with an international normalized ratio (inr) of 3.3. Patient had known arteriovenous malformations (avms). The patient received 4 units of packed red blood cells (prbc). A computed tomography (CT) scan was done of the patient's abdomen, chest, and pelvis. A video capsule revealed duodenal avms. An esophagogastroduodenoscopy (egd) showed la grade c esophagitis. A non-bleeding erosive gastropathy was identified, and a biopsy was performed. One non-bleeding angioectasia in the duodenum was found, and was treated with argon plasma coagulation. The patient was started on twice daily proton pump inhibitors (ppis) for 8 weeks and oral iron supplements. Another egd would be done in 2 months. The patient was discharged.